Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that when the patient fell, they hit where the device is implanted. No actions/interventions were reported to have been taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had fallen over and hit the area where the implantable neurostimulator (ins) was implanted. There were no health issues besides pain where the implant was. Additional information was received where it was stated the patient was originally going to see the doctor in october but after consulting with the hospital, they moved it to (B)(6) 2024. After the appointment the patient said the doctor didn't listen and the pain was still present. They are suspecting that the fall "shocked" the implant, but it was temporarily disconnected and there was no re-introduction.